Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient underwent right reverse shoulder replacement. Patient informed surgeon at the time that her right (prosthetic) shoulder was becoming more painful of late. X-rays / scans showed a loose glenoid component. During surgery of right prosthetic shoulder yesterday, thick blood stained fluid aspirated from joint - possible infected joint, according to surgeon. Multiple tissue samples taken. Decision made to remove all components, except the well fixed stem. All other components removed. Stem (left insitu) was converted to hemi-arthroplasty. 2nd stage revision surgery will be planned for sometime in the future, when surgeon determines suitability.

Event description:
Patient underwent right reverse shoulder replacement. Patient informed surgeon at the time that her right (prosthetic) shoulder was becoming more painful of late. X-rays / scans showed a loose glenoid component. During surgery of right prosthetic shoulder yesterday, thick blood stained fluid aspirated from joint - possible infected joint, according to surgeon. Multiple tissue samples taken. Decision made to remove all components, except the well fixed stem. All other components removed. Stem (left insitu) was converted to hemi-arthroplasty. 2nd stage revision surgery will be planned for sometime in the future, when surgeon determines suitability.

Manufacturer narrative:
Correction - d9 (product available to stryker). The reported event could be confirmed based on the medical expert opinion on the available x-ray record. A review of the x-rays by the medical expert stated the implant is used as intended and the glenoid implant is tilted superiorly indicating implant loosening. The reason behind the alleged failure is most likely infection. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation and formal medical expert opinion the definitive root cause could not be attributed. The probable factor that led to loosening could be infection. If any further information is provided the complaint report will be updated.